Event description:
It was reported that the patient presented to the emergency room with diaphragmic stimulation. An interrogation of the implantable cardioverter defibrillator revealed that the device was in backup operation. The device was successfully restored with the programmed parameters. The patient was stable.